Event description:
The reporter stated that the device broke during a spinal surgery procedure. The device broke during rotation of the spin plate. It broke at the lip at place where the screw driver fits. The surgery was completed successfully using a spare spin plate that was available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.